Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the " foreign material in the nozzle" malfunction could not be identified. The event can be prevented by following the instructions for use which state: instructions for gif/cf/pcf-190 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-190 series, reprocessing manual, for gif/cf/pcf-190 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: connecting tube has a dent, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, bending section cover has a scratch, adhesive on bending section cover has a chip, adhesive on bending section cover has scratch, due to clogging of nozzle, water removal ability does not meet the standard value, light guide bundle is slipping down, due to a dent on channel tube, forceps cannot be inserted smoothly, adhesive around objective lens is peeled, adhesive around light guide lens is peeled, light guide lens has a crack, connecting tube has a scratch, connecting tube has discoloration, connecting tube has a wrinkle, due to slipping out of light guide bundle, illumination is uneven, scope connector cover unit has a scratch, scope connector has discoloration, scope connector has a scratch, protector of universal cord on scope connector side has a scratch, universal cord has a scratch, grip has a scratch, scope connect cover has a scratch, switch box has a scratch, forceps elevator lever has a scratch, forceps elevator knob has a scratch, up/down knob has a scratch, right/left knob has a scratch, control unit has a scratch, and suction cylinder is shaved. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility did not known what the foreign object was. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was not pre-soaked in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement associated with the event.